Event description:
Caller alleged discrepant results compared with the lab. Caller tested an inr on a child, ran the sample 4 times and received error messages. On the 5th test, received an inr which was greater than 7.5. Pt had blood in urine and was sent to the hospital, and the inr was 1.1. Pt came in dehydrated and vomiting the day before. Pt is not on coumadin or any other medication and no previous illness. According to the caller, no medication was given before the lab draw. Pt was released. No further info about diagnosis. Inratio test on staff finger stick is normal.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Manufacturer informed customer that inratio is only for monitoring patients or oral anticoagulation therapy. Any use out of scope will not be supported. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 7.5, lab: 1.1, mean: 4.30, confidence limits: 2.5-6.5. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Meter is expected to be returned for evaluation. Investigation is pending.